Event description:
The patient received scs system for back pain. It was reported with stimulation activated for over an hour, the patient experienced severe pain between the shoulder blades. Follow up indicated the physician will remove only the ipg at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.